Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer's blood glucose level was 140 mg/dl. During troubleshooting with tandem technical support (cts), the customer was instructed to leave the pump plugged for 30 minutes. Multiple contact attempts were made by cts to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.